Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right ts tibial baseplate had aseptic loosening, possibly due to a fracture in the tibial plateau during the previous implanting of the baseplate. The surgeon removed the ts baseplate and replaced it with a tibial symmetric cone, augments, stem and new universal baseplate.